Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has been running in the 300 mg/dl and 400 mg/dl range due to issues with her reservoirs; however, the issue was not specified. The customer has been treating with manual insulin injections. The customer's nurse practitioner also made changes to her insulin pump settings. The patient's blood glucose at the time of incident was 326 mg/dl; her current blood glucose is 266 mg/dl. The customer's drive support cap appeared normal. However, further troubleshooting did not occur for the high blood glucose. No products were returned and two replacement infusion sets and two replacement reservoirs were sent to the customer.